Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va18vpq serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). Itwas reported that the whole system was removed on (B)(6) 2017. The device was functional; the patient just had pain over the ins. It was noted that there was no evidence of infection within the pocket.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va18vpq implanted:(B)(6) 2016 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was not given the battery pack or wires upon removal.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va18vpq, implanted: (B)(6) 2016, product type: lead. (B)(4). Product ID: 3058, serial# (B)(4), product type: implantable electrical stimulator. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the therapy was working really well for the patient to control the bladder; however, they experienced pain where the wires and ins were located. It was noted the wires were ¿touching or something¿. The patient had the entire system removed last week. No further complications were reported/anticipated.